Event description:
It was reported to covidien on 08/15/2014 that a customer had an issue with a safety needle. The customer reports the white safety device slipped completely off of the needle as the nurse went to engage the safety. The exposed needle stuck the nurse in the middle finger of her right hand.

Manufacturer narrative:
Submit date: 09/11/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. This lot was manufactured and packaged on april 6-7, 2014. During the packaging of this lot, pieces were visually inspected and physically tested with no issues recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. No samples were received for evaluation. If a sample is received at a later date, sample analysis will be conducted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Without a sample to evaluate, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Based on the description provided by the customer, possible root causes might include damage to the shield or lock insert retention features, contamination on the lock insert or cannula post, and missing adhesive or uncured adhesive. The following control mechanisms are in place to prevent the occurrence and acceptance of safety shield issues during the assembly and packaging processes. The manufacturing plant maintains material verification processes. The resin, lock insert and cannula must pass an inspection and certification review before they are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard iso 9626 stainless steel needle tubing for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and document